Event description:
Complainant alleged that the emergency room staff was attempting to defibrillate a female pt (age unk) in a code situation, but that the device did not discharge. At the time of the malfunction the device was being used on ac power (power charger serial number unk.) The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.